Event description:
It was reported that a c6-6 anterior cervical discectomy and fusion (acdf) procedure was performed with a depuy swift plate and vertigraft allograft on (B)(6) 2011. Examination of (B)(6) 2014, x-ray found one screw located at c6 was fractured within the vertebral body. There was no anterior hardware displacement and no bone displacement.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. Note: this emdr medwatch report was originally submitted to the FDA on (B)(4) 2014 but has stuck at the first acknowledgement phase with the FDA. Depuy synthes spine has been advised to resubmit this medwatch report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.